Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that a piece of a haptic plate was torn off and missing. There was evidence of a clear surgical residue.

Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and the lens was torn during insertion. The incision was enlarged slightly to remove the lens and a suture closed the wound. The reporter stated, the incident was due to a loading error.